Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the no longer feeling the stimulation issue was that, when the device was implanted in 1999 or 2000, it was not placed properly so when they increased the stimulation (for bladder spasms) their right foot turned. It was noted that the physician that implanted the device left immediately after placing implantable neurostimulator (ins) and was no longer at the practice so the patient could not get the problem addressed. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot# l74010, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that patient was no longer feeling tingling. There was no therapy change related to positional movement. It was also indicated that troubleshooting resolved that reported issue. Additional information reported on (B)(6) 2018 that the leads to the s-1 were in their opinion not placed properly. When patient turn the amplitudes up on the stimulator, their right foot turns. The patient have not had a very good experience with their interstim, too much stim on the pelvic floor and right foot turning with increase in amplitude. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when they programmed to eliminate the foot turning it wasn't enough stimulation to control the bladder spasms. The patient stated that she would like to have the device removed but she didn't know where to go. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
D6b: explant date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had theirs removed because it was poorly placed. They found a medication that works better.